Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model addrl1, implantable pulse generator (ipg), implanted (B)(6) 2013; model 5076-52, implantable pacing lead, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient constantly was ventricular safety pacing one day after a new system implant procedure. An x-ray was recommended and it was discovered that the right atrial (ra) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.